Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was experiencing a return of their baseline symptoms of urge incontinence. This issue was on going. The patient was hospitalized approximately 2 months ago with severe kidney and bladder infections. The patient stated that the hospital turned their device off during the hospitalization for the infection. They noted that since they were discharged from the hospital they were infection free but after a follow up with cardiology to check their heart pacemaker (located on the opposite side of the body from the bladder stimulator); they were told that their heart pacemaker worked twice as hard when the stimulator was on verse when it was off. When questioned the patient was unable to tell the manufacturing representative (rep) if cardiology was recommending they turn the stimulator off. The patient stated that if they didn't get the relief they would be removing the stimulator. The patient's device was turned back on with an appropriate setting and they were re-educated on the fact that the device had been off so the device had not been helping their symptoms. They currently had a follow up scheduled for 2 months from now to reassess their symptom relief.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va31v24); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.